Event description:
The pt reported experiencing frequent e4 (occlusion) errors for approx 1 week and elevated blood glucose of up to 370 mg/dl. The pt also stated the e4 is displayed too late. The pt stated the infusion set was changed 7 times and e4 continued to recur. The pt changed the accessories and bolused through the infusion device to correct elevated blood glucose. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.